Manufacturer narrative:
Follow-up from 05-jan-2016: follow-up attempts has been completed, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. According to her, the baby died because of the prior procedures, she had to have 4 surgeries and a hysterectomy. Only pregnancy and hysterectomy are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (ect). In this case, no information was provided about ect. Consumer mentioned the baby died (gestational age not provided) because of unspecified prior procedures. She also mentioned a hysterectomy. Although limited information was given for a comprehensive causality assessment; considering events nature causality with the suspect insert cannot be excluded. Regarding the reported four surgeries, as they were not specified, causality with essure cannot be assessed by now. This case was regarded as incident; since it cannot be excluded the hysterectomy was performed as a consequence of essure therapy. Additionally, non-serious events were reported. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5056924) in united states on 02-nov-2015. It refers to herself, who had essure (fallopian tube occlusion insert) inserted and became pregnant afterwards. According to her, the baby died because of the prior procedures, she had to have 4 surgeries and a hysterectomy. She had depression and felt like a year of her life was lived in a fog afterwards. A life threatening, hospitalization, disability/permanent damage, congenital anomaly, required intervention were mentioned but not specified and/or assigned to one of the events. Linked child case: (B)(4). Product technical complaint (ptc) investigation result received on 25-nov-2015 ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events or lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. According to her, the baby died because of the prior procedures, she had to have 4 surgeries and a hysterectomy. Only pregnancy and hysterectomy are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (ect). In this case, no information was provided about ect. Consumer mentioned the baby died (gestational age not provided) because of unspecified prior procedures. She also mentioned a hysterectomy. Although limited information was given for a comprehensive causality assessment; considering events nature causality with the suspect insert cannot be excluded. Regarding the reported four surgeries, as they were not specified, causality with essure cannot be assessed by now. This case was regarded as incident; since it cannot be excluded the hysterectomy was performed as a consequence of essure therapy. Additionally, non-serious events were reported. Follow-up information is being sought.